Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator restart spontaneously on a patient. The device alarmed with a high-pitch acoustical signal and a red light to indicate a high-priority alarm and displayed ¿ventilation unit restart". All of the numerical vent data such as the tidal volume and minute ventilation displayed as question marks and the waveforms had disappeared. The event was very brief, in her estimation only a few seconds, at which point the ventilator screen and function returned to normal. There was no patient injury reported.

Event description:
It was reported that the ventilator restart spontaneously on a patient. The device alarmed with a high-pitch acoustical signal and a red light to indicate a high-priority alarm and displayed ¿ventilation unit restart". All of the numerical vent data such as the tidal volume and minute ventilation displayed as question marks and the waveforms had disappeared. The event was very brief, in her estimation only a few seconds, at which point the ventilator screen and function returned to normal. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on the reported event and log file analysis of the affected evita v500 with serial number (B)(6) the evaluation of the log file revealed an unexpected restart of the ventilation unit with accompanying visual and auditory alarm at the reported time. The restart was triggered by the safety software as a specified reaction on a detected time-out in the software task processing. After successful restart the ventilation continued with last settings and the alarm message "ventilation unit restarted" was posted. The restart occurred unexpectedly while the integrated co2 monitoring was activated. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the ecd in order to reset the system to a specified state. During restart sequence the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated auxiliary auditory alarm (piezo speaker of the ventilation unit). The restart sequence of the ventilation unit takes approx. 8 seconds until the ventilation is automatically resumed with the latest settings. Dräger became aware about other complaints with respect to the same error pattern. A deeper analysis of the error pattern was initiated in the scope of a corrective and preventive action (CAPA pr108031) in order to improve the device software. An initial risk assessment indicated the need of action. Meanwhile, we were able to identify and resolve the root cause. We have released a new software version 2.51.01 which has now been made available (tsb no. 272). With the software updated on the affected ventilators, the ventilation unit restart related to the use of co2 monitoring has been eliminated.